Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 503 analytical unit. The sample initially resulted in an hba1c value of 11%. This value was not reported outside of the laboratory. The sample was repeated on a second device, and the result was 5.5%. The patient had a historical value of 5% on an unknown date.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were requested, but not provided. The field service engineer checked the gear pump pressure, the pipette wash, and the cuvette fill levels; these were acceptable. The sample pipettor was replaced as it showed signs of premature deterioration. Samples were processed and the instrument was working correctly. The investigation determined the service actions resolved the issue.